Event description:
It was reported that noise resulting in pacing inhibition was observed on the atrial lead. A drop in heart rate was noted but no accompanying symptoms were reported. The noise was able to be reproduced through testing. No intervention was reported.